Event description:
It was reported that at lead revision due to diaphragmatic stim, the wire punctured through the outside of the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.